Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned on. Customer reported blood glucose level was 200 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to damaged usb pins.